Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the sensor and wiring were not pushed in correctly and there was dirt on the sensor. A field service engineer cleaned the drawer to resolve this issue and assisted the customer with maintenance of the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the matrix drawer will not recover. Most times, it won't even open to recover but says to close the drawer. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.